Event description:
Customer reported scanner error. No patient harm reported.

Manufacturer narrative:
During the onsite investigation, the service tech replaced the scanner and wrp circuit board. Root cause was determined to be a faulty scanner. (B)(4).